Manufacturer narrative:
Citation: chollet t et al. Propensity-matched comparison of clinical outcomes after transaortic versus transfemoral aortic valve replacement. Eurointervention. 2018 sep 20;14(7):750-757. Doi: 10.4244/eij-d-18-00168. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding propensity matched clinical outcomes after a transcatheter bioprosthetic valve implant via transaortic versus transfemoral access. All data were collected from the database in a single center between january 2012 and december 2015. The study population included 644 patients. Patients were implanted with either an evolutr self-expanding transcatheter bioprosthetic aortic valve or a non-medtronic balloon expandable transcatheter bioprosthetic aortic valve. Serial numbers were not provided. The study population was predominantly female; mean age 84 years among all patients, no deaths were attributed to a medtronic product. Among all patients, adverse events included: valve-in-valve, coronary occlusion/myocardial infarction (mi), greater than moderate paravalvular leak (pvl), cerebral vascular accident (cva), vascular complications/blood loss treated with blood transfusion, electroca rdiogram (ECG) changes treated with permanent pacemaker, and atrial fibrillation (afib). Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance issues were reported